Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:54:39. During night drain cycle four, the patient's ultrafiltration reading was 1217ml, indicating the home patient (hp) drained 1217ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice (hc) device was returned and evaluated. The event was identified during the review of the event history logs. An external/internal inspection was performed and the device passed. The returned hc has received a functional and electrical evaluation. The hc passed the returned instrument testing evaluation that was performed. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.